Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they need a local representative for their spinal cord stimulator that has stopped working. No symptoms or further complications were reported.